Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample using the advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was rerun, and the corrected result was reported to the physician(s). The patient was admitted to the hospital and nitroglycerin was administered due to the discordant result. There are no known reports of adverse health effects as a result of the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse discovered a sample probe failure due to restricted airflow. The airflow was restricted because of a plugged sample probe, which the fse rectified. The fse then verified the airflow calibration. Quality controls (qc) and patient samples were run. Qc was within range and the patient samples were accurate. The cause of the discordant troponin result was the plugged sample probe. The instrument is performing according to specifications. No further evaluation of this device is required.